Manufacturer narrative:
E1: patient city: (B)(6). Patient country: portugal.

Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The insertion site was the belly, and the infusion set had been in use for less than a day. The blood glucose level was high, and the patient was treated with a pen injection. No further information available.